Event description:
It was reported that the unspecified bd alaris intravascular administration sets experienced leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Hospital has reported a product event with bd product below. Patient bp low, at 1400 stopped propofol infusion on pump. Upon disconnecting the tube from the PICC line hub it was noticed that the propofol was dripping from the tube, tubing pinched then roller clamped closed. Programming indicated there was supposed to be 66.8 ml left, but the bottle of propofol was empty. Physician was notified and a bolus of ns was given, with a return of bp to 163/70.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of propofol was dripping from the tube and the bottle was empty could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in(B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris intravascular administration sets experienced leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Hospital has reported a product event with bd product below. Patient bp low, at 1400 stopped propofol infusion on pump. Upon disconnecting the tube from the PICC line hub it was noticed that the propofol was dripping from the tube, tubing pinched then roller clamped closed. Programming indicated there was supposed to be 66.8 ml left, but the bottle of propofol was empty. Physician was notified and a bolus of ns was given, with a return of bp to 163/70.